Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 182 mg/dl, 117 mg/dl, 19 mg/dl (in the reported issue notes it was documented that, "used different fingers"). Tests were done within < 10 minutes with a difference of 91%. Patient did not experience any adverse events. No further information has been reported.